Event description:
Customer reported imprecision and low access estradiol test results was obtained for an unk number of pt samples when using the unicel dxi 800 access immunoassay system. The erroneous low test results were zero. Test results were not reported out of the laboratory. Repeat analysis was performed using a different lot of reagent. The test results were higher and considered correct. No reported of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The customer reported imprecision (>15%cv) and a shift low for the quality controls with using pack lot (B)(4). System performance information was not provided. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.